Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery with the nail and the drill bit for left humeral proximal fracture. During drilling the distal hole, the drill bit interfered with the f and g holes. The k wire was inserted to create a guide and the sleeve position was adjusted. Then, drilling was successfully completed, and the distal screw was inserted. The surgery was completed successfully without any surgical delay. According to the surgeon, the sleeve was easily displaced by soft tissue tension, however there was no allegation against the sleeve. The surgeon confirmed on x-ray that there are no broken pieces in the body. Patient is listed as stable. This report is for multiloc phn ø8 le cann l160 tan for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10 concomitant therapy date november 16, 2023. E1: initial reporter is j&j company representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.